Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station had a blue screen issue. A field service engineer fixed a faulty sata cable by service swap to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) had a blue screen issue. The customer reported that there was a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.